Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire became detached. It remained attached to the jaws. Nothing broke off. There was a slight delay when they opened a new kit to finish the case no patient harm was reported.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 05/08/2025. An investigation was conducted on 05/08/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on the hot jaw was observed to be peeled back, exposing the hot metal jaw tip. The clear silicone insulation on the tip of the cold jaw was observed to be intact. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No additional testing was conducted due to the condition of the heater wire. Based on the photographic evaluation as well as the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed, as well as the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000436456 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.